Manufacturer narrative:
H3, h6: product bi71000167, lot number: 717 rev. D was received by the manufacturer for analysis. The umbilical cable passed bench test. Continuity test passed and was installed in a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. C19 and d14 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. Replaced interconnect cable. Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6) , serial/lot #: -, ubd: , UDI#: ; product ID: (B)(6) , serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the site was unable to expose during scout image and unable to rotate the tube. There was no patient involvement.